Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited low out of range pace impedance measurements at 200 ohms. All other measurements were within normal range. The ICD was explanted for normal battery depletion (nbd) and the lead was reprogrammed. No adverse patient effects were reported.